Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient was unable to change to code number on her onetouch ultra meter. The medical affairs specialist (mas) spoke with the reporter on october 1, 2008. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, in addition to the info provided to the mas by the reporter. The patient reported that the alleged issue began three days prior to contacting lfs. As a result of not being able to code the meter, the reporter stated that the patient stopped testing her blood glucose. The reporter stated that the patient manages her diabetes by taking 1 tablet of glucophage daily (dose unknown); however, it is unclear what action the patient took regarding her diabetes management as a result of the reported issue. On an unspecified date/time, after the issue began, the patient reported to the cca that she did develop symptoms of shakiness and hunger. The patient denied receiving medical intervention. At the time of troubleshooting, the cca assisted the reporter with changing the code number on the subject meter. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia after the reported meter issue began.